Event description:
Reporter stated that the base unit appears to have blackened and melted around the internal connections. No operator injury was reported. Technical support requested the return of the suspect device and replacement product was shipped.